Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer/patient reported accidentally putting the binaxnow covid-19 extraction reagent in their eyes as they thought it was their eyes drops. The customer flushed their eyes immediately and confirmed that no harm occurred.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds). According to the package insert in195000 v. 3.0. Precautions: 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. The product will continue to be monitored and tracked.